Event description:
Nurse indicated that a patient experienced what they believe is an allergic reaction to bd heparin flush syringes. After cancer treatments patient reported feeling "funny". Hospital attributed it to the drugs used. Patient's spouse did a flush on patient's port-o-cath at home in june. The patient indicated at their recent visit that they did not feel well after the flush the port-o-cath before the patient went home. After the flush the nurse had the patient sit for a few minutes. When leaving the patient became dizzy, had tremors, chills, fever (from 97 - 103.5f), low blood pressure and diarrhea. The patient had elevated creatinin levels and their kidneys began to shut down. They were sent to the ER, given normal saline and released (not admitted). During the incident, the spouse commented that the patient was sick in bed for 3 days following the flush in june.